Event description:
It was reported that a device was used during an unk procedure. It was reported by the rep that the hand piece could not be activated during surgery. The case was completed with another hp052. There was no pt consequence.